Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 02/23/2017. The strip lot # d161006-1 was manufactured on 10/06/2016 and expired in 10/2018. Ok biotech received no complaints from same manufacturing batch of strips . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 pm after the end user alleged that she received higher than normal blood glucose results from his prodigy diabetes meter. The end user received a blood glucose result of "hi" accompanied with symptoms of incontinence and out of concern the paramedics were called. Once the paramedics arrived they performed a blood glucose test with their meter and received a result of 127 mg/dl. The end user received a diet coke, pudding and potato chips. She was transported to the ER and upon arrival her blood glucose reading was 104 mg/dl. No further treatments or test were necessary due to the fact that her blood glucose reading was within normal range. After 2 hours in the ER she was discharged and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.

Manufacturer narrative:
Suspected device and strips were evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was1.2a. The criteria is less than 55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and patient's returned strips (strip lot number: d161006-1). The control solution tests for level low were hi/hi mg/dl, for level high were hi/hi mg/dl. The request control solution ranges are: level low 30-80 mg/dl; level high 190-290 mg/dl. All results were hi. The desiccant in the test strip vial were discolored. We tested the retain strips test from our warehouse( same as patient's strip lot number:d161006-1) with suspected meter and in house control solution. The control solution tests for level low were 60/68 mg/dl; for level high were 270/266 mg/dl. The request control solution ranges are: level low 30-80 mg/dl; level high 190-290 mg/dl. All results were within the acceptance range. Pass. According to above tests, we found the meter was operated within specification but result of incorrect readings from patient's strip might because patient stored the strips in a uncontrolled or improper environment and lead to strips moist and produced incorrect high readings.

Event description:
This is a supplemental report to initial report 3005862821-2017-00139 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on (B)(6) 2017 and an investigation results of the suspect devices were completed by (B)(4).